Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During the procedure, it was visually noted that the patient's atrial lead had dislodged. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.